Manufacturer narrative:
The customer requested a replacement battery with no engineer evaluation.

Event description:
The customer reported that the heartstart xl device had a defective battery. There was no reported patient or user involvement and no adverse patient/user impact.